Event description:
The customer reported that he has sensors and wants to return them. The customer stated that he never used his revel insulin pump because his trained told him that the device was malfunctioning and she took away from her. The insulin pump was not giving the right amount of insulin during the bolus and had some mechanical issues with rewind. Advised the caller that the device has not been returned and the trainer not longer work for the company. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.